Event description:
Boston scientific received information that the patient was presented and the device was unable to be interrogated. Extensive troubleshooting was performed without success. Additional information was sought from the local area sales representative, however, at this time, additional information was unavailable. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.